Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility.

Event description:
It was reported by the PICC rn that the sr 8 ((B)(4)) system sn: (B)(4) and sherlock 3cg sensor sn: (B)(4) was being used to place a PICC line when the system required a reboot (see referenced complaint). Upon reboot the rn stated that the system functioned normally until using sherlock 3cg. The end user was unable to obtain an internal ECG despite removing the whole PICC and ECG fins and replacing them. It was stated that the initial EKG was erratic and inconsistent with very extreme tall and short wave form when flushing and locking the PICC with saline the EKG would spike for a moment and then trail off to a flat line. The external EKG would display as intended. Bas fa advised the rn to reboot one more time normally and the system booted with no errors. They will continue to use the system and send the system log files to fa for review. If the issue persists the rn will contact fa.